Event description:
Further information was received from the physician's office. That the increase in seizures was not related to vns stimulation and that the seizures are medically refractory. The cause of the increase in seizures was reported to be external factors (not vns). The seizures were reported to be back to pre-vns baseline levels.

Event description:
Patient¿s mother reported that the patient was experiencing an increase in seizures. Further information was received that the patient was admitted to the hospital due to an increase in seizures. The patient was reported to have improved since being admitted to the hospital. No other relevant information has been received to date.